Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced pericardial effusion that required surgical intervention. The patient also suffered from cardiac arrest that required chest compressions. During the case, a pericardial effusion was noticed in the patient. They had completed some mapping with the decanav® catheter in the right atrium. After gaining transseptal access and positioning the carto vizigo® sheath and the decanav® catheter in the left atrium, it was noticed that the patient's heart rhythm had "increased," and the pvc's (premature ventricular contraction) signals had disappeared. The physician utilized a soundstar® catheter for visualization, and it was confirmed via ice that there was pericardial effusion present in the patient. The cardiac surgeon was then called in, the medical intervention provided to the patient was pericardiocentesis, and about 1l of fluid was removed. While monitoring the patient's ECG signals and ice, after about 15 minutes, the patient's blood pressure had dropped, and it was noticed that the patient's heart rhythm was bradycardic. The pericardial effusion had not decreased in size at this point. They had administered manual chest compressions to the patient, and then the patient's chest was "opened," and surgery was performed. They found the tear in the laa (left atrial appendage) and proceeded to put a laa clip. The patient fully recovered, however, required extended hospitalization after open chest procedure. The physician's opinion on the cause of the adverse event was that the laa (left atrial appendage) tear happened when he was exchanging the baylis versacross fixed sheath to the vizigo® sheath. No ablation was performed. The activated clotting time (act) before doing transseptal cross was 350. The sheath and catheter were replaced once and one transseptal puncture site was performed during the procedure.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).